Manufacturer narrative:
H6 result code: 3252 - fracture problem. 61 - intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported complaint. The instrument was found to have a broken blade. The blade broke at roughly 0.025¿ from the base and the broken piece was not returned. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The root cause of this failure is fatigue failure due to mishandling / misuse. A log review was performed for the harmonic ace instrument reported in this complaint (pn: 480275-08/m901907140057) and the following was found: the instrument was last used on (B)(6) 2020 on sk0663. This is a single use instrument and therefore was on its first and final use. There was no photo or video provided by the site for review. Based on the information obtained from failure analysis investigations, this complaint is being reclassified as a non-reportable event due to the following conclusion: the reported failure was found to be due to user mishandling/misuse. There is no evidence that the isi device caused or contributed to an adverse event or that the isi device malfunctioned in a way that could contribute to an adverse event if it were to recur. A follow-up MDR will be submitted if additional information is obtained.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported.

Manufacturer narrative:
An RMA has been issued to the customer requesting to have the isi device returned; however, isi has not yet received the harmonic ace curved shears instrument for evaluation. Isi has made several attempts to obtain the RMA with no success. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. The harmonic ace instrument lot number was not provided. Therefore, an instrument log review of the product related to the complaint cannot be performed at this time. A system log review was performed for the harmonic ace instrument using the reported event date and system serial number associated with this event. Per logs, the customer used two harmonic ace instruments during the reported event date, and is unknown which one had the failure. No error would appear in the logs for this type of reported issue. No photo or video was provided by the site for review. A site history was also conducted and no related complaint records were identified. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that a fragment fell inside the patient. The fragment was retrieved and no additional surgical intervention was required. However, at this time, it is unknown what caused the breakage to occur. Although there was no patient harm reported, if this failure mode were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, the tip of the harmonic ace curved shears instrument broke off and fell inside the patient. The fragment was retrieved and removed from the patient during the same procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was in use for approximately an hour, and the surgeon was performing a dissection task prior to the reported issue. The surgeon used a laparoscopic instrument to retrieve the broken fragment from the patient. The surgeon believes that applying monopolar energy through the harmonic ace instrument might have caused the instrument to break. The customer also suspected a collision of instruments might have occurred during the procedure. There were no issues with the functionality of the instrument during the surgical procedure. The instrument was inspected prior to the procedure, and no anomalies were observed. The instrument was removed during the procedure and there was no resistance that was seen while removing it. There is no video recording of the surgical procedure. The procedure was completed with no report of patient harm, injury, or adverse outcome.